Event description:
Angiogram illustrated that prior stent had fractured, (placed in 2018) with the distal third of the stent traveled down the superior mesenteric artery and remained patent at that position. FDA safety report ID# (B)(4).